Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter(aus) cuff due to the length of the cuff being too long and a lack in efficiency. The procedure was completed without complications.